Manufacturer narrative:
A ge service representative performed an onsite investigation. Repair information is unavailable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when they recalled a saved image from the thumbnail another image showed up on the left monitor. There is no report of patient injury or death.